Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, during a diagnostic vascular cerebral procedure, the flat detector contacted a fiducial box placed on the patient¿s head while the automatic position control (apc) function was in use. The patient experienced temporary discomfort and anxiety. However, it was confirmed that there was no physical injury. The patient was discharged as planned with no complications after the procedure was completed. Log file analysis confirmed no system malfunction. Additionally, it was confirmed that a user message was displayed by the system indicating: "warning: detector bodyguard active" and "detector bodyguard override¨. An onsite inspection by the philips field service engineer (fse) confirmed the bodyguard sensors were functioning as specified. Further information revealed that the operator was focused on the monitor and not the system during apc operation. As a precaution, the fse replaced the bodyguard plus sensor and flat detector tube cover sensor. As a design, the bodyguard would not trigger the user message when it is approaching or touching the fiducial box (unless the box is grounded), as described in the instructions for use (IFU) of philips allura xper fd series (4522 203 17232) provided as a warning in section 3.6.6 bodyguard and collision switch protection: ¿do not place a solid non-conducting object on the patient as such objects cannot be detected by the bodyguard sensor. A collision can then occur with the object causing injury to the patient.¿ additional warnings are provided to the customer stating that ¨activating a recalled stand position may cause a collision; if necessary stop the recall function and position the stand manually.¨ at the time this complaint was received, philips did not have enough information to exclude a potential system malfunction causing a serious injury, and therefore this complaint was reported. After investigation, philips confirmed that the philips system was working as intended and concluded that the event was attributable to user error. As such, this complaint has been re-evaluated as not reportable.

Event description:
It was reported to philips that while using automatic position control (apc), the flat detector collided with the patient. The report indicated that the patient was okay; however, no further information regarding the incident has been provided to date. We are conservatively reporting this event as a serious injury, as we are currently working on gathering more information regarding potential harm. An investigation into this complaint has been initiated by philips.